Event description:
The facility had sent an infusion pump to service where a failure code 715:00 was discovered by a baxter service technician. The facility's biomedical engineer stated there was no patient injury or medical intervention involved with the pump. Information was requested by baxter regarding the date this report occurred, the medication involved, pump programming and set-up information, specific patient information, tubing product code and lot number in use, medical intervention and patient injury, but no additional information was available. Additional contact information was requested but no additional contact was identified.